Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. At the end of the procedure, it was noticed that the patient had a drop in the blood pressure. A pericardial effusion was confirmed with intracardiac echocardiography (ice). A pericardiocentesis was performed to solve the issue. The patient was reported to be stable after intervention. No further information was provided.